Event description:
A customer contacted baxter's (B)(4) regarding the home patient not draining on the homechoice (hc) during initial drain. During troubleshooting the caregiver (cg) reported air in the patient line. The technical service representative (tsr) advised cg would need to end therapy and start over with new supplies and assisted cg end therapy. Product surveillance spoke with the cg on (B)(6) 2010 in regards to report of air in the patient line. The cg stated there were no problems noted with the supplies used and the machine primed fine. Cg also stated there were no open clamps on any unused lines and no alarms. The cause of the air was undetermined. The cg reported she was able to start over with new supplies and complete the therapy with no other issues and has not had any problems since related to air in the patient line. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
Literature: fasano a, romito lm, daniele a, et al. Motor and cognitive outcome in patients with parkinson's disease 8 years after subthalamic implants. Brain. Sep 2010; 133(9):2664-2676. Summary: the authors evaluated a series of 32 consecutive patients who received continuous stimulation; 20 of these were monitored for 8 years. The authors indicated that at 8 years there was no significant increase of side-effects when compared with 5-year follow-up and therapy is a safe procedure with regard to cognitive and behavioral morbidity over long-term follow-up. However, the global benefit partly decreases later in the course of the disease, due to progression of parkinson's disease and the appearance of medication-and stimulation-resistant symptoms. Reportable event: it was reported that in one patient one electrode was removed due to a local infection. The patient experienced a sudden severe decrease of the therapeutic efficacy of stn stimulation and quickly recovered after re-implant. It was unclear when the explants occurred (early after implant or later).

Manufacturer narrative:
(B)(4). This complaint is for air in line during the initial drain. This complaint was not confirmed in the lab due to a lack of sample. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.